Manufacturer narrative:
B3: date is approximate. Year is confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient regarding an internal device. Patient stated three weeks after having their right stimulator placed, they woke up with 10/10 pain on the left side. Patient mentioned they are having a revision on the (B)(6) for this.

Event description:
Additional information was received from the manufacturer representative (rep). The caller stated paddle lead was placed specifically to cover the right side. However, patient is now having left side pain that, due to placement of paddle, the stim can't cover. Caller thought patient may have fallen and confirmed that right side is still being covered appropriately. Hcp inquired about using only half of the paddle lead and leaving one tail unplugged from the ins and implanting a perc lead to capture left side pain. Tss (technical services) reviewed this isn't covered in labeling and up to hcp's discretion. Tss reviewed how tablet lead configuration would need to be set up and that patient would be, at best, head-only MRI compatible given the one tail of the paddle lead would be considered abandoned.

Manufacturer narrative:
Continuation of d10: product ID 977c165, serial# (B)(6), implanted: (B)(6) 2025, product type: lead. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Patient reported that they have never been checked or tested to make sure their problem is not because of the install or what.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.